Event description:
Reporter alleges patient's implant broke loose and she has been disabled for several years under a doctor's care. Reporter also alleges patient has silicone seeping out of her nose, eyes and skin and she is very sick.